Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date received by manufacturer has been estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when unpacking a supera self-expanding stent system (sess), a piece of purple hair or fiber was noted to be on the delivery handle. The device was not used and there was no patient involvement. There was no clinically significant delay and another device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported issue was able to be confirmed. A review of the electronic lot history record (elhr) for the reported lot revealed no nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint-handling database indicated there were no similar incidents reported from this lot for this issue. In this case, there were no untoward patient effects since the device was not used on a patient and the issue was detectable prior to the procedure. Based on the information reviewed for this lot, it was determined that this was an isolated incident and not representative of the entire lot. This type of reported event will continue to be monitored per local quality system procedures.